Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result. The initial architect stat high sensitive troponin-I result of a sample was 252.69 pg/ml. The patient was a fever patient in the infectious disease department. The user retested the sample because the suspected result did not match. The results of the two retests were 4.69 pg/ml and 4.49 pg/ml respectively (reference range <26.2 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted for corrected data found in section d4 lot number and d4 catalogue number and to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 39565ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for lot 39565ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In this case sample integrity issues at the time of testing could have contributed to the customer¿s observation. Details around reagent and specimen handling are outlined in the product package insert, while the architect system operations manual also provides information regarding further potential causes of erratic results. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Labeling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat high sensitive troponin-I reagent identified in this complaint.